Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on an unknown date. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, dexcom received additional information on 04/27/2017 regarding an adverse event that occurred during the event of a detached sensor wire. The patient reported that the sensor was functioning as normal until an unspecified external physical event occurred that the patient described as "the sensor was knocked-off". The patient reported that the sensor became dislodged and that he can see a portion of the sensor wire underneath the pod. The length was approximately an inch long upon removal. The patient expressed concerns that the sensor wire fragment remained under his skin. The patient visited their wellness center and was advised that the sensor wire is not visible under x-ray and that the patient would need to undergo incision to verify whether the sensor was indeed retained or not. The date that the patient visited the wellness center is unknown. No additional event or patient information was provided.